Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device rebooted in the middle of dispensing. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device rebooted in the middle of dispensing. The field service engineer (fse) attended the site following reports of the pyxis unit shutting down around 0700 daily. The fse tested the power subsystem and identified a failure during evaluation of the backup battery. The backup battery switch was adjusted, the battery was replaced, and subsequent testing confirmed that the power subsystem was functioning correctly. The fse then accessed the hardware test application (hta) and opened all drawers to verify that no power issues were associated with drawer operation. It was observed that minimal airflow was present from the power supply, though not at expected levels. The fse coordinated with pharmacy staff to perform inventory of each drawer within the application to confirm that no power failures were occurring, and no issues were identified. The fse advised monitoring of the unit for any recurrence of power failures, with a plan to replace the power supply if required. Customer confirmed that the issue was resolved. The system functioned as intended after field service engineer repaired the device.